Event description:
A report was received from the USA stating that the top portion of an 840 ventilator was not working. There was no patient involvement at the time of the event. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) communications flex circuit cable, which resolved the customer reported issue. Ventilator passed calibrations and extended self-testing (est). (B)(4).